Event description:
The patient was revised due to pain.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Although the complaint is non-verifiable, provided information states the wrong size may have been implanted. A search of the complaint database found no prior reports for all three part and lot number combinations. Based on the investigation, the need for corrective action is not indicated.